Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 400 mg/dl. The customer treated by bolusing with the insulin pump and changed the set. The cannula had been bent and the customer felt it was due to an issue with the serter. The customer declined troubleshooting on the insulin pump. The insulin pump was not replaced or returned for analysis.